Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a no delivery alarm. The customer also reported receiving a motor error alarm while trying to troubleshoot for their no delivery alarm. Customer's blood glucose was 137 mg/dl. It was found the customer was able to complete the rewind sequence on their insulin pump. Troubleshooting for the no delivery alarm found insulin did not exit during a fixed prime and the insulin pump alarmed no delivery. The customer also reported a no delivery alarm during a manual prime while troubleshooting. It was also found the customer had a high blood glucose incident where their blood glucose was 429 mg/dl. Customer had treated their blood glucose with an injection. No additional information provided.